Event description:
It was reported that during the implant procedure, the device had no function. There was no stimulation documented. Measurement of the electrodes via the analyzer was fine. The device was not implanted. The patient's status was listed as "in good condition". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the returned device was analyzed and no anomalies were found.